Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the integrated multisensor technology (imt) flush pump. The cse performed an air elimination and ran a system quick check, which passed. The customer ran quality controls, which were within range. During follow-up with the customer, the customer had no further issues and that quality controls and patient samples had been run and resulted as expected. The cause of the discordant sodium results was related to a malfunction of the imt flush pump. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s) and some results were questioned. The samples were repeated on an alternate dimension vista instrument and resulted lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.